Event description:
Bath chair had been attached to carrier. Resident was being moved away from the whirlpool tub in the chair that was on the carrier when suddenly the chair fell backwards off of the carrier. Resident fell off of the chair and hit back of head. Injury required no treatment, just bumps and bruises. The safety device that is supposed to stop the chair from rolling off of the track (on the carrier) failed.